Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, while removal of the test stem the instrument got cracked.

Manufacturer narrative:
This incident has been initially reported to FDA by mistake. This incident is assessed as not reportable as there was no harm or injury to patient and the surgery was completed with another device. Therefore please delete this case from your system.

Event description:
No change to the event description.